Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional info becomes available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4)

Event description:
It was reported that the pt received a hip implant on (B)(6) 2006. Due to loosening of the durom acetabular component a revision surgery took place on (B)(6) 2009. According to the reported problem description, the titanium coating of the durom cup was disassociated and probably caused the loosening. Note that the scrub nurse at the time thought she had kept the device but it was later found that it has been disposed off.